Manufacturer narrative:
Three actual devices and two retained samples were evaluated. Visual inspection was performed on all the actual samples, and it was noted that one unit was found to have a cut in tube below the chamber and the other two units were found to have a twisted tube assembled into the y-connector at the tail- end section. The reported condition was verified. The cause of the cut in tube was not determined; however, a likely cause could be user related. The cause of the twisted tube was due to manufacturing. Visual inspection on the retention samples did not identify any abnormalities that could have contributed to the reported condition. An air passage test and leak testing were performed on the retention samples. No leaks were identified, and no blockages were found. The units were determined to be conforming products. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of three (3) returned clearlink solution administration sets, a cut in the tube was noticed below the chamber for one of the sets. The other two units were found to have a twisted tube assembled into the y-connector at the tail- end section. No additional information is available.